Event description:
Customer's mother reported hospitalization due to high blood glucose. The highest blood glucose reading was 600mg/dl. The blood glucose reading at the time of the event was 255 mg/dl. The paramedics were called to transport son to hospital. Customer experienced stomach ache, feeling sick and dizziness. Caller stated that her son was released after a couple of hours. The current blood glucose reading is 172 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.